Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 600 mg/dl. Customer advised they were stressed out and that was possibly the reason for their severely high blood glucose levels. Customer treated their high blood glucose via manual injection. Customer experienced issues with their sensor in addition to high blood glucose levels. Customer declined to troubleshoot the insulin pump and advised they would change out their infusion set and reservoir.